Manufacturer narrative:
The ast reagent lot number was 82794901, with an expiration date of 31-dec-2025. The customer stated that prior to the event, controls were on the low side, but within range. The field service engineer determined the mixer was mis-adjusted. The mixer was adjusted and the gear pump head was replaced. The pressure was adjusted and the heat cut filter was replaced. Calibration and controls were successful. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation on a cobas 8000 c702 module. The customer noted they were having issues with quality control recovery as it was spiking high and low at different times. The issue occurred again after a lot calibration was performed. New reagent lots were loaded, but resolved the control issue only temporarily. The customer received abnormal cell blank alarms and some flags on results indicating linearity issues. The customer repeated patient samples as part of a "look back" study. The repeat values were deemed correct. The first sample initially resulted in an ast value of 15 u/l and it repeated as 32 u/l. The second sample initially resulted in an ast value of 12 u/l and it repeated as 26 u/l. The third patient sample initially resulted in an ast value of 20 u/l and it repeated as 33 u/l.